Event description:
Customer reported that the unit came up with charging fault message when doing a self test. No reported pt involvement. Service rep was able to duplicate reported condition. The device was repaired and proper operation was confirmed.